Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported device migration and a leak occurred. In (B)(6) 2017, a left atrial appendage (laa) closure procedure was performed. A 27mm watchman ® laa closure device was implanted. On the 45 day follow up in (B)(6) 2017, a leak of about 5mm was noticed and it was observed that the position of the closure device was slightly different. It is still in the laa, but it looks like it shifted slightly. The patient is still on anticoagulation medication and is currently stable.